Event description:
Additional information received noting that the patient underwent surgery and only had their generator replaced. The lead impedance with the new generator was within normal limits. The surgeon noted that there was no damage observed on the visible portion of the lead. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the patient is now experiencing an increase in seizures.

Event description:
Patient presented with high impedance and was referred for a full revision (generator and lead). No known surgical intervention has occurred to date. No other relevant information has been received to date.